Event description:
It was reported that pause episodes were observed. Undersensing issue of the device was suspected. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.